Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable would not charge the pump. Another cable was used and the pump was successfully charged. Blood glucose was not reported to have been impacted.